Event description:
Complainant alleged that during routine preventative maintenance device displayed "status 90" message. Complainant indicated that there was no pt involvement in the rpeorted malfunction.